Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer wanted to get back to the auto mode. Customer reported that the auto mode screen showed message like sensor not ready. Customer's blood glucose dropped to 507 mg/dl. Custom assisted and walked them through to setup sensor in their sensor settings and to ensure her auto mode was on, and verified what was listed in their auto mode readiness screen and at that point, it was sensor not ready. Customer reported that the auto mode feature was off at the time of incident. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer feel ok to troubleshooting for high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer was advised to remove reservoir, rewound it, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reported insulin did not exit at the quick release. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.